Event description:
It was reported that muscle spasm occurred. An icerod cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal tumor. During preparation, the needle was set up without any issue. After confirmation of needle placement in the target treatment location, the protocol was activated. The needle was on stick mode for fifteen minutes prior to freezing. The patient experienced a muscle spasm near the cryoablation site without any pain. Pain medication and a hot saline bag were used to successfully relax the muscle. The spasm diminished. After ten minutes, the I-thaw cycle was activated, however, an I-thaw error occurred, and the needle was switched to a different channel. The error went away. The I-thaw cycle was activated but the muscle spasm occurred again with more discomfort. Passive thaw was used and the muscle spasm stopped. After 5 minutes, when activation of freeze cycle was activated, spasm with pain reoccurred. The procedure was completed with two other needles. The defective needle was retrieved from the patient at the end of the procedure. There was no damage observed, and additional testing showed the needle to function as designed.

Manufacturer narrative:
D3 - manufacturer address 1: tavor building 1, industrial park. D4 - lot number: reported as either u2640 or u2387. Device eval by MFR: the device was returned for analysis. The needle failed hi-pot testing. The needle was disassembled for further analysis. It was determined that the resistance wire insulation layer on the heater was damaged (under the spring) during the assembly process leading to intermittent current leakage at that point.

Manufacturer narrative:
Lot number: reported as either u2640 or u2387.

Event description:
It was reported that muscle spasm occurred. An icerod cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal tumor. During preparation, the needle was set up without any issue. After confirmation of needle placement in the target treatment location, the protocol was activated. The needle was on stick mode for fifteen minutes prior to freezing. The patient experienced a muscle spasm near the cryoablation site without any pain. Pain medication and a hot saline bag were used to successfully relax the muscle. The spasm diminished. After ten minutes, the I-thaw cycle was activated, however, an I-thaw error occurred, and the needle was switched to a different channel. The error went away. The I-thaw cycle was activated but the muscle spasm occurred again with more discomfort. Passive thaw was used and the muscle spasm stopped. After 5 minutes, when activation of freeze cycle was activated, spasm with pain reoccurred. The procedure was completed with two other needles. The defective needle was retrieved from the patient at the end of the procedure. There was no damage observed, and additional testing showed the needle to function as designed.